Event description:
The customer contacted stryker to report that their device had logged an event code in its memory related to a condition that may impede the ability to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.